Event description:
Incident occurred in which a pt with critically unstable blood pressure was receiving dopamine and an unknown calcium antagonist via an unknown infusion pump(s). Nurse noted the blood pressure had dropped when they walked into the pt's room and noted the bed was wet. Solution was found to be leaking out of the stopcock's valve. The stopcock set was changed and epinephrine was administered to the pt, stabilizing the blood pressure. There were no sequelae as a result of this incident.